Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 192 mg/dl, 250 mg/dl, 141 mg/dl, 195 mg/dl and 366 mg/dl when all tests were performed within 10 minutes on the compact system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product., reported discarded the products and so, no product will be returned for evaluation.